Event description:
The device was used during a laparoscopic distal pancreatectomy procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon manually sutured to complete the procedure. The hosp has reported no patient injury occurred.